Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were 9 ventricular sensing integrity counts; there were no episodes available to verify lead noise oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. During the week ending on (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend in the 50-70 ohm range. Impedances continue to be high and variable. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 300-400 ohm range. Impedances continue to be high and variable. Concomitant product: 556845 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the clinic with an audible alert sounding. Interrogation revealed that lead integrity alerts had been triggered for the right ventricular (rv) lead due to high rv coil impedance and high pacing impedance. Sensing noise was producible on the rv channel. Fracture of the rv coil was suspected. The lead's high-voltage therapies were inactivated, while low-voltage pacing functionality remained in use. Later, the lead was removed and replaced. No patient complications have been reported as a result of this event.